Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 10/27/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125 to 135mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 551 and 493mg/dl using metrix air meter. The test strip lot manufacturer's expiration date is 12/26/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 543 mg/dl date: (B)(6) 2017 time: 12:03pm non-fasting, result 2 : 256 mg/dl date: (B)(6) 2017 time: 2:31pm non-fasting, result 3 : 247 mg/dl date: (B)(6) 2017 time: 8:30am fasting, result 4 : 276 mg/dl date: (B)(6) 2017 time: 8:30pm non-fasting, result 5 : 305 mg/dl date: (B)(6) 2017 time: 5:14pm non- fasting. Customer is concerned that meter is reading high. Says nothing has changed in his diet/exercise/daily routine. Customer says he is using the proper technique and is storing the test strips in his living room. Customer ran control solution test and results are within range.